Event description:
The patient's family member reported the patient had just been implanted with a drug delivery pump in 2006 and was now experiencing hallucinations. The manufacturer has requested additional information from the hcp, but it was not available on the date of this report. A follow up report will be sent when additional information is received.